Event description:
The customer reported "charging port area is loose has to wiggle charger in at an angle to get pump to charge". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.